Event description:
It was reported that a line was found on the iol after it was fully implanted into the patient's eye. Iol was left in the patient's eye as there was no impact on the patient's vision. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If explanted, give date: not applicable, as the device remains implanted. Email address: unknown/ information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.